Event description:
Interventional radiology department staff reported that there have been problems recently with many of our drains and stylets getting stuck. So much so, that it starts to accordion and snap. It seems to only be with the blue plastic stylets. This has happened several times recently to two different physicians. This problem was reported to cook medical district manager on (B)(6) 2018. We have one to give to cook for investigation and the district manager will pick it up this week.